Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable lead. The reason for call was that the caller reports that the patient had a fall probably a couple weeks ago and was seen by the healthcare provider (hcp) yesterday. The hcp is looking for assistance in understanding if contact 0 is separated (ie free floating) in the patient or is it still connected. The hcp is wanting to do a revision, but they are worried that if they go in and pull on the lead will the whole lead come out. The caller met with the patient and it looks like contact 0 and 1 are orange impedance and per x-ray it appears there is a greater amount of separation between contact 0 /1 and 1 /2 and the rest of the contacts. Contact 0/1 was showing > 40,000 ohms. The patient has shut the therapy off because it was zapping them since the fall. The hcp is nervous that they could get stuck or broke off. The representative is going to discuss with hcp to consider consulting with neurosurgeon in case contact has separated from the lead. The issue was not resolved through troubleshooting. Agent sent an email to the representative with case number for further assistance.